Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller (serial number: (B)(6) was not able to be confirmed. No log files or photos of the damage to the controller were submitted for review. Provided information indicated that no alarms were associated with the reported damage, and that the modular cable and system controller were exchanged. The root cause for the reported event was unable to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable and system controller were presenting with a lot of outer damages. The modular cable and controller were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.